Event description:
A report was received that the patient was experiencing inadequate therapy and headaches. The physician has recommended a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-50, (B)(4) and (B)(4), model description: st linear lead, 50cm with pre-loaded 0.012 inch stylet; model#: sc-3138-35, (B)(4) and (B)(4), model description: lead extension, 35cm.

Manufacturer narrative:
Additional information indicates that no date of revision will take place at this point. No further action will be taken at this time. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate therapy and headaches. The physician has recommended a lead revision.